Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 250 mg/dl. Multiple follow up attempts were made to complete troubleshooting for this issue, however, the customer did not respond to follow up attempts. In addition, it was reported that the pump time and date were incorrect, cause was unknown. During troubleshooting on initial call with tandem technical support, the customer corrected the time and date and resumed insulin therapy.